Event description:
It was reported that the scs ipg had loss of communication since the pt fell on the bicycle bar and hit the area of the implant. The ipg was removed and replaced by a new device. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.